Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue peeling of the plastic section coating on the video connector is caused trace to component failure. The most probable cause of the internal charge-coupled device (ccd) failure was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head exhibited image flickering due to an internal charge-coupled device failure. There were no reports of patient involvement.